Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. On the first inflation the apex monorail 15mm x 2.25mm, balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). As the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).